Event description:
During an orif of the distal humerus surgeon implanted a medial distal humerus plate and screws. As he was inserting the last screw the drill bit broke. Surgeon was unsuccessful at retrieving the piece and estimates about 23 mm of the drill bit remains in the pt. The surgery was completed with no further incident.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.